Manufacturer narrative:
Evaluation summary: the lens was returned in the lens case in the opened lens carton. Solution is dried on the lens. One haptic is broken in the gusset area. The broken haptic was not returned. Blue suture material is tied to the other haptic. All product and batch history records are quality reviewed prior to product release. Root cause: broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample having blue suture material tied to the other haptic, the broken damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was damaged. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).